Event description:
Information was received that while a smiths medical bivona flextend was in use, an anaphylactic type response resulted with the patient. The response included significant facial swelling, noisy breathing, oxygen requirement,and localised oedema which happened within five minutes of changing the tracheostomy. Adrenaline nebulizer was given, as well as stat dose IV dexamethasone and peg cetirizine started. Following immediate treatment and reduction of swelling, tracheostomy was changed to a non-silicone tube. Patient was discharged home with cetirizine.